Event description:
An authorized service provider (asp) contacted ventec to report that after approximately 3 hours of testing the device, it stopped ventilating and alarmed due to low inspiratory pressure. There was no patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.